Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. Treatment was not reported. Two days later, the patient was discharged from the hospital. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. Additional information was requested but is not available at this time. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).